Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that this case was after loaner device returned. The product, which had been returned after the loan period ended was found to have insulation damage. The loaner was returned and there was no allegation of malfunction, this was found during the acceptance inspection. After the repair work was performed, a repair work report will be prepared. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735772, serial/lot #: (B)(6) g2: foreign country - japan h2/h6: the cable was returned and analyzed. The cable jacket was torn on the returned interconnect cable and it had exposed wires. Despite the damage, the cable was found to be functional. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.